Manufacturer narrative:
Results - the distal 6 cm of the catheter shows multiple flat spots and ovalizations. There is a kink at the material color transition 13.0 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. No difficulties were encountered until approx 13 cm from the tip where the forward motion was stopped by the kink. The catheter is non-functional. The distal tip of the catheter was introduced into a demonstration carrier tube and advanced. The progress stopped 3.5 cm from the tip when the width of the flattened catheter jammed against the sides of the carrier tube. Conclusions - the damage noted in the complaint is confirmed. This catheter lot was equipped with both a carrier tube and shipping mandrel to protect the catheter during handling and shipping. Since the catheter could not be inserted into the demonstration carrier tube, the damage seen likely occurred either during or after its removal from its sterile packaging. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The distal zone of the penumbra neuron delivery catheter 070 was found to be kinked right after pulling out from the pouch.